Event description:
It was reported that the patient experienced shoulder pain, which got worse after the implant procedure and resulted to sleep deprivation. It was also noted that the patient had a severe sciatic pain and tenderness at the surgery site. The physician believed that sciatic pain may be due to the implanted spinal cord stimulator (scs) device. The patient visited the emergency room (ER) twice due to pain and decided to have the scs system removed. The patient underwent an scs system explant procedure and was doing well postoperatively. All device components were explanted and were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6) , batch: 7077359. Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6) , batch: 7077542/7077838.